Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that lead fracture was previously observed. The lead was previously capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.